Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/tissue.

Event description:
It was reported that during initial implantation, two different right ventricular (rv) lead's helix failed to unscrew. The leads were not used and ultimately replaced. A third lead was successfully implanted. The patient was stable.